Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the physician noted the lead was -defective- and elected to explant and replace it. No patient symptoms or additional information was reported.